Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced.

Event description:
The hospital reported that, at the end of the case, the unit started to alarm for a system error. There was no reported patient injury.